Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion being treated was located in the moderately tortuous and calcified left main coronary artery (lmca). While delivering the device to the lesion, the physician felt severe resistance. The device was removed from within the pt's body and a proximal stent damage was noticed. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt condition listed as "good".